Event description:
Olympus was informed that during polypectomy procedure, the polyp was ligated properly and when they pushed the slider distally to extend the hook from the coil sheath to detach the loop from the hook, it did not detach. Instead of cutting the sheath as indicated in the instruction manual, the physician decided to pass a gastroscope beside the colonoscope and try to detach the polyloop from the hook with a rat tooth alligator forcep trough the working channel of the gastroscope. This did not work. They decided to cut the big polyp with a regular snare over the polyloop. The gastroscope was removed and they cut the sheath of the polyloop below the handle of the polyloop device as indicated in the manual. A rigid rectoscope was used due to the polyloop size. A chisel clamp was used to cut the polyloop from the polyp. Due to minor bleeding, two clamps were installed and procedure was prolonged by 70 minutes. The pt condition is good. No pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.